Event description:
It was reported that upon withdrawing a standard diagnostic catheter out of the introducer sheath, the hemostasis valve/port detached from the body of the introducer sheath. The patient underwent vascular surgery for removal of the body of the introducer sheath. The patient's hospitalization was prolonged due to this event.

Manufacturer narrative:
No product was returned. Review of the device history record confirmed this lot met manufacturing requirements prior to shipment. Based on the information received, the cause of the reported incident could not be conclusively determined. The ultimum percutaneous introducer instructions for use (IFU) state that damage to the valve assembly may occur if the inner catheter is withdrawn rapidly.